Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer cleared the alarms and resumed insulin delivery. The customer's blood glucose was 150-200 mg/dl.